Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021. The customer reported battery power loss. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads. Device passed displacement and active current measurement tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. The adapt tool does list a pump error 25 occurring on (B)(6) 2021 @ 21:00 and 21:10. The adapt tool does not list any battery related alerts/alarms which occurred in/around the event date. The adapt tool also reveals that the following pump errors which could potentially trigger a critical pump error occurred around the event date: pump error 63 (variableinfo = c)--occurred on (B)(6) 2021 @ 16:43 and 16:53. The case was cut open. After visual inspection, there is corrosion in/around the following: electrical board 1--j7, j6, u2; electrical board 2--j1, lcd flex cable terminal. After inserting a known good electrical board 2 and a known good electrical board 1 into the original case, the sleep current measurement fell within specifications. After swapping the original electrical board 2 onto a known good electrical board 1 and then into the original case, the sleep current measurement fell within specifications again, but after inserting a known good electrical board 2 onto the original electrical board 1 and then into the original case, the sleep current measurement read high. In summary, the customer¿s report of battery power loss was confirmed during testing. The high sleep current measurement and pump error 25 are due to the moisture damage on electrical board 1. The pump error 63 (variableinfo = c) is due to a hardware problem stemming from the moisture damage. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had loss of power from battery. No harm requiring medical intervention was reported. The device will be returned for analysis.